Event description:
Patient was revised due to poly wear.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint history was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. It would not be unreasonable to expect some wear after 11 yrs of implantation. He need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.